Manufacturer narrative:
Results: DHR performed on batch # 6036770, batch # 6292891, and batch # 6292893. All the inspections passed per specifications. No significant discoveries were found. The peura analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received a q-syte unit inside a sealed package from lot number 6307990. Visual/microscopic examination: the septum was molded using the 16 cavity mold. Damage (small tear) was observed on the slit of the septum top disk. Medical solution and/or patient residue was present on the septum top disk. No physical-mechanical damage was observed on any of the components of the unit. Upon insertion of lab provided probe no resistance was felt and confirmed both the top and bottom slits were present on the unit. Fluid test: using a lab provided syringe filled with water/food coloring the unit was flushed. No obstruction was observed on the q-syte unit received and the liquid flowed throughout the q-syte and out. No physical-mechanical damage was found on the unit. Conclusions: no physical-mechanical damage was observed on any of the units received. No obstruction was observed and the top and bottom slit were present per specifications. Bd was unable to determine a root cause for the reported incident. A formal corrective action will not be initiated at this time. Other action taken: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside a bd pegasus¿ safety closed IV catheter system before use on a patient. There was no report of injury or medical interventions.